Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This is 2 of 2 medwatch reports regarding this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced no delivery/occlusion alarm, occluded. The customer reported no adverse event. The event involved product(s) mmt-1884, mmt-396a, mmt-332a. Troubleshooting was performed and customer reported insulin flow blocked alarm, customer confirmed insulin did not exit during 5u fill cannula or pump alarmed. No harm requiring medical intervention was reported. Mmt-1884 was requested and customer response was the device will be returned. No product return is required for mmt-396a. The customer will discontinue use of the device. Mmt-332a was requested and customer response was the device will be returned.

Manufacturer narrative:
Evaluated 1 open/used reservoir (no clear liquid inside barrel). A visual inspection test was performed inspected reservoir, snap-cap, and septum for anomalies appendix d, none were found. Also performed pump manual prime (appendix c) as follows: reservoir filled with diluent and installed reservoir & connected to a new infusion set into a 7xx pump. Performed pump manual prime, visual fluid flow through infusion set and out catheter tip; per dop114-811doc. Conclusion: reservoir passed per manual prime; no occluded anomaly was found during test. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.